Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation that while unpacking a resolution clip device, the physician observed a kink at the end of the device. The procedure name is unavailable, but it was reported that the case was completed with another of the same device. The age and weight of the patient is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the over sheath near the distal end and the clip assembly was located inside the over sheath. Functionally, the clip assembly was exposed; the device was actuated several times and deployed as per design. The root cause could not be determined. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4)

Event description:
Note: date of the event is unknown. It was reported to boston scientific corporation that while unpacking a resolution clip device the physician observed a kink at the end of the device. The procedure name is unavailable, but it was reported that the case was completed with another of the same device. The age and weight of the patient is unknown. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be ok.